Manufacturer narrative:
Updated health impact grid.

Event description:
It has been reported that there may have been a delay in therapy during a patient use event. Patient outcome is unknown.

Manufacturer narrative:
Updating the type of reported complaint from serious injury to product problem based on subsequent review of case details.